Manufacturer narrative:
Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing indicated they may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed to the cylinder 1 exhaust tube kinking onto itself and abrading, resulting in sufficient stress(s) to cause a separation in the cylinder exhaust tubing. A separation of this type may then allow the loss of fluid, rendering the device inoperable.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to available information, this device was unable to be inflated. Therefore, it was explanted. Upon explant, it was noted that there was a hole in the tubing. It was also noted that there had been a loss of fluid in the system because of the hole.